Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a smart control stent but the lot number is not available. The citation is as follows: jagic, n., stamenkovic, d., toncev, s., petrovic, d., miloradovic, v., & milicic, b. (2008). Smart control stents in femoropopliteal region. Vojnosanitetski pregled, 65 (12), 871-875. Complaint conclusion: as reported in the literature by jagic, n., stamenkovic, d., toncev, s., petrovic, d., miloradovic, v., & milicic, b. (2008). Smart control stents in femoropopliteal region. Vojnosanitetski pregled, 65(12), 871-875. Doi: 10.2298/vsp0812871j; report at the one-year check-up, there was one case in which one smart control stent was unpatent in a diabetic patient with heavily compromised crural runoff (abi=0.38). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Restenosis is well known documented potential complications of this type of procedure and are listed in the IFU as such. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature by jagic, n., stamenkovic, d., toncev, s., petrovic, d., miloradovic, v., & milicic, b. (2008). Smart control stents in femoropopliteal region. Vojnosanitetski pregled, 65 (12), 871-875. Doi: 10.2298/vsp0812871j; report at the one year check-up, there was one case in which one smart control stent was unpatent in a diabetic patient with heavily compromised crural runoff (abi=0.38).